Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported esophageal fistula may have been procedure related. Per the IFU esophageal fistula is a known risk during the use of this device.

Event description:
Following an atrial fibrillation ablation procedure, the patient developed an esophageal fistula. It was noted the patient was being treated with cortisone due to rheumatoid arthritis. The procedure was completed with no issues but the patient refused prophylactic gastrointestinal protective therapy post procedure. On postoperative day 1, the patient experienced chest pain and after taking pain medication for 2 days, was discharged in stable condition. On the 15th postoperative day, the patient was found unconscious and admitted to the hospital. A CT scan was performed revealing an esophageal fistula for which surgical repair with extracorporeal circulation was performed. The patient remains in critical condition in a comatose state. There were no performance issues with any abbott device.